Manufacturer narrative:
Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Reference "oh et al 2016". Lab evaluation ¿ n/a. Documents review including IFU review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution echo devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the echo devices from unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per the instructions for use, ifu0077-4 which informs the user about the potential complications "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract. There is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. However there was no evidence of a failure reported associated with the actual devices. As per the IFU potential complications include bleeding. Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown, one case of bleeding as reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Imdrf b codes were incomplete in the previous MDR, hence a correction MDR is being submitted to include the missing b codes.

Manufacturer narrative:
As exact rpn is unknown then this is the list of potential 510 k #¿s: k160229 or k083330 or k142688. Please note, due to limited information provided in this literature, we cannot confirm of the echo devices used, which of the following caused the bleeding , the following is a list of potential rpn¿s: fnb: echo-hd-22-ebus-o - c / echo-hd-25-ebus-o ¿ c (k160229). Or echo-hd-22-c / echo-hd-25-c (k142688). Or fna: echo-hd-22-ebus-o / echo-hd-25-ebus-o (k160229). Or echo-1-22 / echo-25 (k083330). As per 'medical device reporting for manufacturer's (2016), section 4.16.2 'submit an individual report for each device identified if the generic names of the devices are different.' Therefore, one report will be submitted in relation to the above serious injury. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Reference "oh et al 2016". Lab evaluation ¿ n/a. Documents review including IFU review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution echo devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the echo devices from unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per the instructions for use, ifu0077-4 which informs the user about the potential complications "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract. There is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. However there was no evidence of a failure reported associated with the actual devices. As per the IFU potential complications include bleeding. Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown, one case of bleeding as reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. As exact rpn is unknown then this is the list of potential 510 k #¿s: k160229 or k083330 or k142688. Please note, due to limited information provided in this literature, we cannot confirm of the echo devices used, which of the following caused the bleeding , the following is a list of potential rpn¿s: fnb: echo-hd-22-ebus-o - c / echo-hd-25-ebus-o ¿ c (k160229) or echo-hd-22-c / echo-hd-25-c (k142688); or fna: echo-hd-22-ebus-o / echo-hd-25-ebus-o (k160229) or echo-1-22 / echo-25 (k083330). As per 'medical device reporting for manufacturer's (2016), section 4.16.2 'submit an individual report for each device identified if the generic names of the devices are different.' Therefore, one report will be submitted in relation to the above serious injury.

Event description:
Title: diagnostic accuracy of 22/25-gauge core needle in endoscopic ultrasound-guided sampling: systematic review and meta-analysis - oh et al 2016. Aim: to compare the diagnostic accuracy of endoscopic ultrasound- guided core needle aspiration with that of standard fine-needle aspiration by systematic review and meta-analysis. This file is created to capture 1 cases of bleeding. Please note, due to limited information provided in this literature, we cannot confirm of the echo devices used, which of the following caused the bleeding , the following is a list of potential rpn¿s: fnb: echo-hd-22-ebus-o - c / echo-hd-25-ebus-o - c or echo-hd-22-c / echo-hd-25-c; or fna: echo-hd-22-ebus-o / echo-hd-25-ebus-o or echo-1-22 / echo-25. As per 'medical device reporting for manufacturer's (2016), section 4.16.2 'submit an individual report for each device identified if the generic names of the devices are different.' Therefore, one report will be submitted in relation to the above serious injury.